Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 3; cat# 5521-b-300; lot# shhhd; triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 21y4; triathlon p/a cr beaded #4r; cat# 5517-f-402; lot# am96a; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcw026. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Per sales rep reported right knee revision for ruptured pcl (posterior cruciate ligament).